Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a dermatome handpiece (ID dp0010) caused a split thickness skin graft on an elderly patient causing two leg wounds. No additional information was provided after several attempts.

Manufacturer narrative:
Dermatome (dp0010) has been returned for evaluation: failure analysis - the hand piece (hp) was received without the guard and all kitted items. The hp failed the first function test then ran intermittently at high amperage (.22 amps). The exterior surface of the head and handle are in good condition for the age of the device. Head assembly was found out of tolerance on all calibration points, measuring (-0.0011 cap) and (-0.001 bushing). With this calibration setting, the gauge bar is high and more likely to pinch the blade between the clip and gauge bar. Handle assembly: all internal assemblies are worn from time in service but still function correctly. Many of the components are old style or original components, worn due to age. Motor ran at high amperage without load (.05 amps) with heavy corrosion of the bottom plate. Hand piece is 13.1 years old and was in service for 9.5 years without repair. Root cause - excessive time in service (9.5 years) worn, old style, and damaged components. Both failures, weak power and the position of the gauge bar, could cause a bad graft. The root cause was likely a combination of the two failures.